Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the bearing came out of the wheel and went into the frame and that the gas locking cylinder is locked up on the right side.